Event description:
It was reported there was lead dislodgement and paresthesia was localized in a different area as initial programmed. During the impl antable neurostimulator follow up, patient stated that he felt paresthesia in the thorax area but only in the back. Patient felt a difference from the paresthesia he felt just after the lead was implanted. Initially he felt paresthesia in axillary area, while now he doesn't. X-ray was performed. The patient was hospitalized on (B)(6) 2012 and the lead was repositionded because of dislodgement. Patient had no injury.

Manufacturer narrative:
(B)(4).